Event description:
The patient was enrolled in the (B)(6) study with patient identifier (B)(6) on (B)(6) 2022. It was reported that pericardial effusion (pe) and pericarditis occurred. A left atrial appendage (laa) procedure was performed. Prior to index procedure aspirin was administered. The patient underwent successful placement of a 27mm watchman flx closure device with complete seal and deployed device diameter of 24mm. Post-implant transesophageal echocardiogram (tee) images revealed no evidence of pe. Later that day during recovery, the patient reported chest pain. Bedside electrocardiogram (EKG) was performed which revealed a moderate sized pe. In response, in the electrophysiology (ep) lab, pericardiocentesis was performed, a pericardial drain was placed, and the patient was admitted to the critical care unit for continued observation as well as treatment for pericarditis. The next day an echocardiogram was performed which showed no pe. Subsequently, the drain was removed and the patient was started on colchicine 0.6mg twice daily, along with tylenol and toradol which significantly improved the chest pain. The following day the patient was discharged home on aspirin 81mg and clopidogrel 75mg.